Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock due to double counting of a real ventricular tachycardia (vt) that made the calculated heart right higher than expected. The patient was hospitalized. Technical services assessed the case indicating the treatment was appropriate for vt but not clinically desired, and recommended s-ICD reprogramming options to mitigate future double counting of signals. The physician decided to leave the s-ICD system programmed as it is. This s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock due to double counting of a real ventricular tachycardia (vt) that made the calculated heart right higher than expected. The patient was hospitalized. Technical services (ts) assessed the case indicating the treatment was appropriate for vt but not clinically desired, and recommended s-ICD reprogramming options to mitigate future double counting of signals. The physician decided to leave the s-ICD system programmed as it is. This s-ICD remains in service and no adverse patient effects were reported. Additional information received indicates this patient was hospitalized on (B)(6) 2025 after receiving another inappropriate shock. Ts was consulted for episode interpretation and in-office optimization. No other adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.